Event description:
Instrument to be used in patient broke when dr. Adjusting to use outside patient. Manufacturer response for 38cm catheter passer, 38cm catheter passer (per site reporter) "[redacted date] (B)(6) contacted rep who said "this is a pain therapies product that was used for a non-medtronic pain therapies case, so we were not present for the case, but I can certainly try to help figure out what went on". (B)(6) emailed (B)(6) to inquire if the procedure was an off-label use based on rep's email. Per (B)(6) "I believe we used his product in a case that wasn¿t supported by medtronic, but I am confident that the surgeon used the product for what it was intended for. However, this was a non-medtronic case." She asked [redacted name] to confirm, no reply as of [redacted date]. [Redacted date] initial contact."